Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that the patient (pt) was implanted on (B)(6) 2024 and at some point since then, the pocket incision had opened and the ins is visible.  Infection was reported.  The ins will be explanted at a future date, which has yet to be determined.  The pt did report they were getting 70+% improvement in their pain symptoms with the use of the device.   No device issues were reported.  The rep will provide additional details as they become known.